Event description:
During a bankart repair when the surgeon was tapping in the anchor, it broke. Pieces of the anchor could still be left inside the patient. The surgeon prepared the site with a 2.7 mm drill. A back-up device was used to complete the repair. No patient injury or complications took place.